Manufacturer narrative:
The spring loaded arm involved in the reported event has been investigated by the manufacturer of the surgical light. Inside the arm a weld was found which was not conducted according to the specification. This is the first reported event of this nature. Therefore, it is rated as a single event. The customer stated that he observed the problem on 5 different lights during the last 2 years. The service database was checked and 3 additional service requests concerning other surgical lights have been found for this hospital. The root causes for the service requests are different therefore, an accumulation of a certain problem could not be identified.

Event description:
It was reported that during use the sola light dropped down due to a break on the spring loaded arm. This problem has been observed by the hospital on 5 different lights (sola 500 and sola 700) during the last 2 years. No injury has been reported.